Event description:
Customer stated he was using our 4mm x 32g pentip needle for his injection and the needle got stuck in his right leg 3 weeks ago. The customer went to the docotro to get a x-ray and ultrasound done on his leg. The doctor reported there was no needle found in his leg. Customer called om to seek additional information about how to remove the needle from his leg. He was advised to go back to see his doctor.